Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Review of the device logs and did confirm the reported difficulty of iipv- adult (high drain volume 106). Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 106 alarm occurred on a homechoice (hc) machine during drain six of six. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated that the hc did not do an initial drain and moved to fill one. The hp felt full the entire therapy until the final drain, which had an ultrafiltration of 3859ml. The hp normally uses the hc with a 2.5% dianeal solution at night but had manually infused with 2000ml of 4.25% dianeal solution during the day. The initial drain alarm was set to 0ml on the hc. The technical service representative (tsr) advised the hp to make sure the hc performs an initial drain when the hp manually infuses prior to therapy. The tsr explained how to make the hc perform a manual drain if the hc bypasses initial drain. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation and passed electrical and functional testing. A short simulated therapy was performed on the device successfully. The pneumatic system was tested and all pressures were found to be correct and stable. An internal inspection was performed and no issues were found. The reported issue could not be duplicated but it was confirmed in the event history log of the device. The device was sent for servicing. The cause was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.